Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing increased eye pressure, increased blood pressure and headaches. There was no report of serious patient harm or injury. The patient alleged to seeing an ophthalmologist. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
As per additional information received on 08/28/2022: the device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. Additionally, the device passed final test. The device was corrected. UDI related data quality updates only. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box b, d, h has been updated/corrected.